Manufacturer narrative:
Correction: annex b: b21, annex c: c21, annex d: d16, annex b: b01, annex c: c0201, annex d: d02. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue ¿error code 210.5020¿ was confirmed. Received on 23-jan-2025 into bd san diego operation¿s lab. Lvp unit was received unboxed and with paperwork. Unit powered on and goes into error 210.5020. Internal inspection revealed no loose connections or physical or component damage. After reassembly, the error code was resolved. The said error code could be caused by mis assembly at the production site and was corrected when unit was taken apart and re-assembled. Mis assembly at the production site. Workmanship at bd manufacturing. Device to be returned to san diego repair center for processing. Noted issue(s) were corrected in bd san diego operation¿s lab. No repair required by bd san diego repair center. Failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device displayed a channel error code 210.5020. There was no patient involvement.

Event description:
It was reported that the device displayed a channel error code 210.5020. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.